Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via remote merlin.net transmissions that the right ventricular lead exhibited noise. No intervention has been performed and no patient symptoms were reported.